Event description:
It was reported that during a laparoscopic hand assisted colon resection procedure, the trocar was not sealing. It was losing gas. No details on were the leak was coming from. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). The device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event.